Event description:
Information received with return of the explanted device notes that the patient was pacemaker dependent and had felt dizziness for about a month. The patient "passed out". The device exhibited capture and sensing anomalies.